Manufacturer narrative:
(B) (4).

Event description:
Two months after patient treatment with zyplast in the lower eyelids, the patient reported induration at the treatment sites. During follow up with the physician, it was noted that oral allegra was prescribed.